Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot/serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260 lot/serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 23-feb-2021, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 23-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain indications. It was reported that patient recently presented to physician¿s office and reported that her stimulator had not been used for several years due to over discharge from disuse. The patient further reported that she suffered a fall in 2019-2020 and stimulation had changed significantly. Additionally, she had lost her recharge device due to a house fire and had not seen her pain physician in over 4 years due to a loss of health insurance. As previously noted, the patient reported a fall in 2019-2020 which may have contributed to the issue. She was also unable to recharge the physician ordered x-rays of the thoracic and lumbar spine which revealed that one of her leads had migrated from t8 to the top of t10. The second lead remained intact and appropriately positioned. The patient was taken to the operating room. The battery site incision was opened and the physician used a torque wrench to remove the existing 97714. The physician then proceeded to open the lumbar paramedian incision and dissected out the anchor and leads and pulled the tunneled segment of leads back through the lumbar incision from the generator pocket. He then removed the anchor from the lead that had migrated and used a stylette from a new lead kit, inserted it into the lead, and advanced it back to the top of t8 without difficulty. The new battery was attached to the existing/revised leads and tested. Connections were all good and impedances were all wnl. The physician then disconnected the leads from the battery, retunneled them back to the generator pocket, and reconnected the new battery, and proceeded to close the incision sites. The issue was resolved at the time of the report.